Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2020.

Event description:
It was reported that sepsis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Less than a month later, the patient was admitted to the hospital for sepsis. Vegetation was noted on the patient's implantable cardioverter defibrillator (ICD) lead. The patient underwent lead extraction on (B)(6) 2020. The watchman flx device was interrogated under transesophageal echocardiogram (tee) and appeared to be stable with no signs of vegetation noted. The patient was prescribed antibiotics and will be monitored.